Event description:
It was alleged while loading a patient into the ambulance the stretcher would not latch into the fastening system in the ambulance. The crew had to have another ambulance come to the scene, transfer the patient to another stretcher and continue the transport. No injury or adverse effect to the patient was reported as a result.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. It was found the head end manual release cable was crimped and could have potentially interfered with the engagement of the stretcher and fastener. The manual release cable was replaced and secured in position with new hardware.

Event description:
It was alleged while loading a patient into the ambulance the stretcher would not latch into the fastening system in the ambulance. The crew had to have another ambulance come to the scene, transfer the patient to another stretcher and continue the transport. No injury or adverse effect to the patient was reported as a result.